Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak while changing infusion set and a big glob of insulin fell all over the place. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. Customer stated the location of the leak was right on top of the transfer guard to the reservoir. Customer stated that there was a lot foam that came out from the top of the reservoir, also observed a whole lot of air bubbles. After troubleshooting, customer was advised the reservoir and transfer guard will be replaced. The reservoir will be returned for analysis. The replacement will be sent to the customer.